Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 39-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at 11 years-old) in 1988, parity 2, multigravida, abortion, drug allergy (buscopan compost allergy), amenorrhoea, cholecystectomy, pregnancy induced hypertension, pre-eclampsia, gravida ii, uterine dilation and curettage and irregular periods. Comorbidity was denied; last menstrual period prior to insertion was on (B)(6) 2016. Concurrent conditions included arterial hypertension (at 30 years-old) since 2007. Concomitant products included amlodipine (amlodipine), atenolol, enalapril, ethinylestradiol;gestodene (previane) and omeprazole (omeprazol). In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), pain in extremity ("heavy pain in her legs"), nausea ("nausea"), polymenorrhoea ("heavy menstrual bleeding twice a month") and heavy menstrual bleeding ("heavy menstrual bleeding twice a month"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("mild cramps post essure insertion"). On an unknown date, the patient experienced perineal pain ("perineal pain"), dysmenorrhoea ("intense colic during menstrual period") and menstrual disorder ("when she menstruates gets really bad"). The patient was treated with diazepam (diazepan), diclofenac, ibuprofen (ibuprofeno) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. On (B)(6) 2016, the procedural pain had resolved. At the time of the report, the pelvic pain, pain in extremity, nausea, perineal pain, polymenorrhoea, heavy menstrual bleeding, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, nausea, pain in extremity, pelvic pain, perineal pain, polymenorrhoea and procedural pain to be related to essure. The reporter commented: essure placement without complication, 3 coils inserted in the right tube and 5 coils inserted in the left tube, she did not accept the medroxyprogesterone 150mg injection that was offered. Essure removal without complication (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time - on (B)(6) 2021: patient 30 / control 30. Activated partial thromboplastin time ratio - on (B)(6) 2021: 1. Alanine aminotransferase (45 u/l) - on (B)(6) 2021: 40 u/l. Aspartate aminotransferase (31 u/l) - on (B)(6) 2021: 33 u/l. Blood cholesterol - on (B)(6) 2021: very low density lipoprotein non-reactive; on (B)(6) 2021: 202 mg/dl; on (B)(6) 2021: very low density lipoprotein 30 mg/dl. Blood creatinine (mg/dl) - on (B)(6) 2021: 0.71 mg/dl. Blood glucose (70 - 99 mg/dl) - on (B)(6) 2021: 88 mg/dl. Blood grouping - on (B)(6) 2021: a positive. Blood potassium (3.5 - 5.1 mmol/l) - on (B)(6) 2021: 4.3 mmol/l. Blood pressure measurement - on (B)(6) 2016: 110x90 mmhg; on (B)(6) 2016: 130x80 mmhg. Blood sodium (136 - 145 mmol/l) - on (B)(6) 2021: 137 mmol/l. Blood triglycerides (mg/dl) - on (B)(6) 2021: 150 mg/dl. Blood urea (13 - 45 mg/dl) - on (B)(6) 2021: 18 mg/dl. Blood uric acid (2.3 - 6.6 mg/dl) - on (B)(6) 2021: 4.0 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2016: 36.8 degrees celsius; on (B)(6) 2016: 36.1 degrees celsius. C-reactive protein (1 mg/l) - on (B)(6) 2021: 0.12 mg/l. Eosinophil percentage (%) - on (B)(6) 2021: 1 %. Gamma-glutamyltransferase (38 u/l) - on (B)(6) 2021: 83 u/l. Hiv antibody - on (B)(6) 2021: non-reactive. Haematocrit (34.5 - 45.0 %) - on (B)(6) 2021: 34.5 %. Haemoglobin (11.5 - 15.0 g/dl) - on (B)(6) 2021: 13.2 g/dl. Heart rate (beats/min) - on (B)(6) 2016: 84 beats/min; on (B)(6) 2016: 80 beats/min. Hepatitis b surface antibody - on (B)(6) 2021: non-reactive. Hepatitis c antibody - on (B)(6) 2021: non-reactive. High density lipoprotein (mg/dl) - on (B)(6) 2021: 57 mg/dl. Human chorionic gonadotropin - on (B)(6) 2021: negative. International normalised ratio - on (B)(6) 2021: 1. Low density lipoprotein (mg/dl) - on (B)(6) 2021: 115 mg/dl. Lymphocyte percentage (20 - 45 %) - on (B)(6) 2021: 21 %. Mean cell haemoglobin (pg) - on (B)(6) 2021: 0 pg; on (B)(6) 2021: 38.3 g/dl. Mean cell haemoglobin concentration (%) - on (B)(6) 2021: 0 %. Mean cell volume - on (B)(6) 2021: 0; on (B)(6) 2021: 79.8 mm3. Monocyte percentage (1 - 12 %) - on (B)(6) 2021: 3 %. Neutrophil percentage (%) - on (B)(6) 2021: 73 %. Oxygen saturation (%) - on (B)(6) 2016: 100 %. Platelet count (15000 - 450000 mm3) - on (B)(6) 2021: 187000 mm3. Prothrombin time - on (B)(6) 2021: patient 13 / control 13. Red blood cell count (3.6 - 5 thousand red blood cells) - on (B)(6) 2021: 4.33 thousand red blood cells. Red cell distribution width - on (B)(6) 2021: 12.7. Respiratory rate (breaths/min) - on (B)(6) 2016: 18 breaths/min; on (B)(6) 2016: 20 breaths/min. Smear test - on (B)(6) 2021: absence of malignant cells, moderate inflammatory, bacteria. Ultrasound abdomen - on (B)(6) 2021: the liver presented normal volume, regular contours and homogeneous texture, with diffuse elevation of its echogenicity with posterior attenuation of the sound beam compatible with fatty infiltration. Other organs are unremarkable. Ultrasound scan vagina - on (B)(6) 2017: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6) 2021: uterus in ante-verse-flexion, with regular contours and heterogeneous texture, measurements of the uterus 87x56x49 mm, vol 125cm3, endometrium centered, measuring 10 mm in thickness, ovaries of normal shape, volume and texture, right ovary measuring 26x21mm, left ovary measuring 28x22mm, there is no evidence of free fluid in the posterior cul-de-sac. Presence of bilaterally implanted essure device. Urine analysis - on (B)(6) 2021: unremarkable. White blood cell count (3600 - 12000 mm3) - on (B)(6) 2021: 7720 mm3. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") in a 39 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of menarche (at 11 years-old) in 1988 and irregular periods, uterine dilation and curettage, gravida ii, pre-eclampsia, pregnancy induced hypertension, cholecystectomy, amenorrhoea, drug allergy (buscopan composto allergy), abortion, multigravida and parity 2. Comorbidity was denied; last menstraul period prior to insertion was on (B)(6) 2016. As concurrent condition the report mentioned arterial hypertension (at 30 years-old) since 2007. Concomitant products included amlodipino [amlodipine], atenolol, enalapril, previane (ethinylestradiol;gestodene) and omeprazol [omeprazole]. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("mild cramps post essure insertion"). In 2016 she experienced pelvic pain (seriousness criterion intervention required), pain in extremity ("heavy pain in her legs"), nausea ("nausea"), polymenorrhoea ("heavy menstrual bleeding twice a month") and heavy menstrual bleeding ("heavy menstrual bleeding twice a month"). Essure was removed on (B)(6) 2021. An unknown time later she experienced perineal pain ("perineal pain"), dysmenorrhoea ("intense colic during menstrual period") and menstrual disorder ("when she menstruates gets really bad"). The patient was treated with diazepan (diazepam), ibuprofeno and diclofenac as well as surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). On (B)(6) 2016, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, nausea, pain in extremity, pelvic pain, perineal pain, polymenorrhoea and procedural pain to be related to essure administration. The reporter commented: essure placement without complication, 3 coils inserted in the right tube and 5 coils inserted in the left tube, she did not accept the medroxyprogesterone 150mg injection that was offered. Essure removal without complication (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2021: patient 30 / control 30 [activated partial thromboplastin time ratio] on (B)(6) 2021: 1 [alanine aminotransferase (< 45 u/l)] on (B)(6) 2021: 40 u/l [aspartate aminotransferase (< 31 u/l)] on (B)(6) 2021: 33 u/l [blood cholesterol] on (B)(6) 2021: 202, very low density lipoprotein non-reactive and very low density lipoprotein 30 mg/dl [blood cholesterol] on (B)(6) 2021: 202 mg/dl, very low density lipoprotein non-reactive and very low density lipoprotein 30 mg/dl [blood creatinine] on (B)(6) 2021: 0.71 mg/dl [blood glucose ( 70- 99 mg/dl)] on (B)(6) 2021: 88 mg/dl [blood grouping] on (B)(6) 2021: a positive [blood potassium ( 3.5- 5.1 mmol/l)] on (B)(6) 2021: 4.3 mmol/l [blood pressure measurement] on (B)(6) 2016: 110x90 mmhg and 130x80 mmhg [blood sodium ( 136- 145 mmol/l)] on (B)(6) 2021: 137 mmol/l [blood triglycerides] on (B)(6) 2021: 150 mg/dl [blood urea ( 13- 45 mg/dl)] on (B)(6) 2021: 18 mg/dl [blood uric acid ( 2.3- 6.6 mg/dl)] on (B)(6) 2021: 4.0 mg/dl [body temperature] on (B)(6) 2016: 36.8 degrees celsius and 36.1 degrees celsius [c-reactive protein (< 1 mg/l)] on (B)(6) 2021: 0.12 mg/l [eosinophil percentage] on (B)(6) 2021: 1 % [gamma-glutamyltransferase (< 38 u/l)] on (B)(6) 2021: 83 u/l [haematocrit ( 34.5- 45.0 %)] on (B)(6) 2021: 34.5 % [haemoglobin ( 11.5- 15.0 g/dl)] on (B)(6) 2021: 13.2 g/dl [heart rate] on (B)(6) 2016: 84 beats/min and 80 beats/min [hepatitis b surface antibody] on (B)(6) 2021: non-reactive [hepatitis c antibody] on (B)(6) 2021: non-reactive [high density lipoprotein] on (B)(6) 2021: 57 mg/dl [hiv antibody] on (B)(6) 2021: non-reactive [human chorionic gonadotropin] on (B)(6) 2021: negative [international normalised ratio] on (B)(6) 2021: 1 [low density lipoprotein] on (B)(6) 2021: 115 mg/dl [lymphocyte percentage ( 20- 45 %)] on (B)(6) 2021: 21 % [mean cell haemoglobin] on (B)(6) 2021: 38.3 pg and 0 pg [mean cell haemoglobin ( 31- 36 g/dl)] on (B)(6) 2021: 38.3 g/dl and 0 g/dl [mean cell haemoglobin concentration] on (B)(6) 2021: 0 % [mean cell volume] on (B)(6) 2021: 79.8 and 0 [mean cell volume ( 80- 99.9 mm3)] on (B)(6) 2021: 79.8 mm3 and 0 [monocyte percentage ( 1- 12 %)] on (B)(6) 2021: 3 % [neutrophil percentage] on (B)(6) 2021: 73 % [oxygen saturation] on (B)(6) 2016: 100 % [platelet count ( 15000- 450000 mm3)] on (B)(6) 2021: 187000 mm3 [prothrombin time] on (B)(6) 2021: patient 13 / control 13 [red blood cell count ( 3.6- 5 thousand red blood cells)] on (B)(6) 2021: 4.33 thousand red blood cells [red cell distribution width] on (B)(6) 2021: 12.7. [Respiratory rate] on (B)(6) 2016: 18 breaths/min and 20 breaths/min [smear test] on (B)(6) 2021: absence of malignant cells, moderate inflammatory, bacteria [ultrasound abdomen] on (B)(6) 2021: the liver presented normal volume, regular contours and homogeneous texture, with diffuse elevation of its echogenicity with posterior attenuation of the sound beam compatible with fatty infiltration. Other organs are unremarkable [ultrasound scan vagina] on (B)(6) 2017: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6) 2021: uterus in ante-verse-flexion, with regular contours and heterogeneous texture, measurements of the uterus 87x56x49 mm, vol 125cm3, endometrium centered, measuring 10 mm in thickness, ovaries of normal shape, volume and texture, right ovary measuring 26x21mm, left ovary measuring 28x22mm, there is no evidence of free fluid in the posterior cul-de-sac. Presence of bilaterally implanted essure device [urine analysis] on (B)(6) 2021: unremarkable [white blood cell count ( 3600- 12000 mm3)] on (B)(6) 2021: 7720 mm3. Batch no: d40621, manufacture date: 2014-12 and expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jul-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.